Event description:
It was reported that during set up of shoulder joint surgery, the quantum ii controller showed a f4 alarm. A backup device was available and no significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 internal complaint reference: (B)(4). H6 the reported device, intended for use treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. A visual inspection of the customer provided picture identifies the unit but does not provide complaint related information. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.